Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed redness, inflammation, dry skin, drainage, pustules, and infection extending beyond the patch perimeter. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient went to the emergency department (ed) and the health care professional (hcp) administered intravenous (IV) antibiotic medication (rocephin 1 gram). The patient was discharged home after 24 hours with a prescription for oral antibiotic medications (cephalexin 500 mg four times per day for 10 days, doxycycline 100 mg two times per day for 10 days, and clindamycin 150 mg four times per day for 10 days). No photo was provided. At the time of the report, the wound had already healed. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.